Event description:
Customer reported that her blood glucose was 189 mg/dl. Customer stated that his sensor was giving incorrect readings and was alarming sensor and calibration error. Customer stated that the sensor was prediction low blood glucose and received a threshold suspend. Customer stated that her serter was working properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-04390.